Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 years and 3 months after dental implant was installed in intraoral region 6#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, bone graft was executed, fenestration occurred during surgery and the patient presented bone type iii.